Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system stored two ventricular fibrillation (vf) episodes that appeared to contain either fine vf or atrial oversensing, and electrogram (egm) review was requested. The first episode was no therapy, and the second episodes delivered one burst of anti-tachycardia pacing (atp) and a single 41j shock. The patient was in atrial tachycardia and trigger pacing in the right ventricle (rv) in the no therapy event. Suddenly, small and fast deflections were observed on the rv and shock egm. After adjusting the egm scaling via the programmer, the episode appeared to contain vf, not atrial oversensing. Review of the presenting and other egm did not show any crosstalk from the ra. Quick convert was not effective, however the subsequent 41j shock appears to have converted both the atrial arrhythmia and the suspected vf; this appeared to be an isolated event. Further review did reveal some rv undersensing, leading to inappropriate ventricular pacing. Technical services (ts) discussed troubleshooting options and programming considerations. Ts also suggested talking to the electrophysiologist before making programming changes, as defibrillation threshold (dft) testing should be considered. The patient was scheduled for a follow up appointment on july 17th. This crt-d remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.